Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that the patient was diagnosed with peritonitis after presenting to the clinic with cloudy effluent. Per the pdrn, the causality of the peritonitis was reported to be touch contamination. A peritoneal effluent culture yielded a gram negative organism. The patient was prescribed vancomycin (dosage unknown) and ceftazidime (dosage unknown) to treat the peritonitis.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in four different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a possible temporal relationship between continuous cycling peritoneal dialysis (ccpd) treatments with the liberty select cycler and the patient¿s peritonitis which required antibiotic therapy. It is known that pd therapy is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome.